Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient went to their doctor yesterday because their back has been giving them some problems. Hcp suggested patient get an MRI of their back, but patient is aware they can't get an MRI of their back with ins. Patient stated the therapy never really helped them and it "caused a lot of grief". They just kept changing the programs and everything. Patient stated they saw an hcp a few years ago who said they could remove ins, but patient has not gotten ins removed yet. Patient stated they are going to try to get an appointment with hcp regarding removing ins. Patient also mentioned that 5 years ago they fell on their butt and crushed a nerve near their tailbone. Documentation of reported event, no action taken by agent. Additional information was received f rom the patient. They reported that the patient called back and repeated information regarding MRI and ins not being removed yet. Patient stated they are getting an x-ray soon and wanted information on x-rays in case they were asked for it. Agent emailed patient therapy guide and tss number.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that device was removed on (B)(6) 2024.